Manufacturer narrative:
Corrected information was provided in d3 and e4. Upon review, it was identified that these were inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury was not determined due to insufficient clinical details.

Event description:
As an escalation of therapy, an impella 5.5 was placed via a right axillary surgical approach in a 68-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage e. The patient underwent impella 5.5. During clinical rounds, bedside nursing reported that the patient received one unit of packed red blood cells (prbcs) overnight due to oozing from the impella insertion site. A pressure bag was applied, and a jackson-pratt (jp) drain was in place, with minimal to no output since insertion. The oozing was noted to originate from the tunnel site of the graft and device. In total, the patient reportedly received three units of prbcs. The patient had been on systemic heparin for approximately 12 hours, which was subsequently held due to ongoing oozing. Additional oozing was also observed at a central line site. The patient received one 10-pack of platelets and one unit of fresh frozen plasma (ffp) as part of clinical management. The patient remained on impella 5.5 support at the time of reporting. Access-site bleeding is a known risk associated with large-bore surgical arterial access and may be influenced by patient-specific factors, anticoagulation requirements, and critical illness.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information has been provided: "the oozing resolved post systemic anticoagulation being held. Device explanted today without issues."

Manufacturer narrative:
B5 and d6b updated. The investigation is still ongoing.